Manufacturer narrative:
The inform ii meter transfers data by usb to a networked computer. Based on the available data, it was confirmed that data was lost during this transfer. Certain inform ii meters have an electronic part that can disturb the usb signal. This can cause transmission errors leading to data loss. The customer was advised to use ethernet or wi-fi connectivity, and introduce a usb hub to improve the signal and avoid transmission errors.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The point of care coordinator on a hospital ward identified an issue concerning 2 patients and the cobas it1000 software. The incorrect result for 1 patient was displayed in the cobas it1000 software. No result was displayed for the 2nd patient in the cobas it1000 software. The glucose result for patient 1 on an accu-chek inform ii meter was 9.0 mmol/l. However, the result in the cobas it1000 was 4.2 mmol/l. The glucose result for patient 2 on an accu-chek inform ii meter was 4.2 mmol/l. However, no result was found in the cobas it1000. Neither patient was treated based on the results. No adverse event occurred. The error code collection tool indicates the result for patient 1 of 9.0 mmol/l from the meter is the correct result. It was noted during a preliminary investigation that this particular customer site has additional electronic equipment attached to their accu-chek inform ii meters. The additional electronic equipment appear to be capable of emitting electromagnetic radiation in various frequencies. This equipment is placed in close proximity to the measurement engine of the accu-chek inform ii meters. The influence of such radio emitters causing an interference with the measurement results cannot be excluded. It was recommended to remove the additional electronic equipment from the accu-chek inform ii meters.